Event description:
It was reported that the patient presented in the clinic for follow-up. Upon interrogation, the device exhibited non sustained ventricular oversensing. The signal could be reproduced with deep breathing and coughing. The device was reprogrammed and the patient would continue to be monitored.